Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(6), and was visually inspected. The complaint unit was also performance tested by fitting the complaint manometer into a known good valve system, and a known good manometer into the complaint valve system. The tests were carried out based on the neopuff technical manual. Results: no physical damage was observed to the returned neopuff unit. The manometer and the valve system passed the tests specified on the technical manual. However, further inspection revealed that the top manometer nut was loose, causing rattling sound inside the unit. Conclusion: the fault reported by the healthcare facility was not replicated during investigation. Based on our previous investigations regarding loose manometer nut, it is possible that a production line operator may not have tightened the manometer nut properly, and it became loose during shipping or transportation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rd900aeu neopuff infant resuscitator had a broken gauge. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rd900aeu neopuff infant resuscitator from the healthcare facility for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rd900aeu neopuff infant resuscitator had a broken gauge. This was observed before use on a patient.